Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose level was 500 mg/dl and 125 mg/dl. The customer provides details on symptoms related to the low blood glucose level episodes such as sweats a lot. Customer stated that the sensor came off. Customer was not using auto mode. Customer also stated that the tape not sticking. Troubleshooting was declined for high blood glucose level as well as low blood glucose level. The device will not be returned for analysis.